Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. After a reboot the system began working as expected. It was being used in a case and passes all functional tests. The reported issue could not be replicated. No parts were replaced on the system. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system would not exit stand alone mode. It was reported that this occurred after preparing and performing gain calibrations, and images could not be taken. There was no patient present when this issue was identified.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.